Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "no air flow" (no flow). A customer reported that no air flow was noted when turning on the fluid/air exchange (fax). The surgeon increased the fax to 50mmhg, but still no air flow. Laser treatment was postponed. The air was found to be flowing when the customer tested the fax after surgery. The patient's surgery was completed on (B)(6) 2010 and the patient is doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).